Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump has a patient incident. Issue stated, "did not work during resuscitation" this is ½ pumps. The service team did not perform any test on the pumps prior to pulling the logs. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for tubing set error (ipc connection leak failure). Upon return, the device started up with double red pump alarm. Performed recharge test and unit passed. Performed hardware test and unit failed for ipc/pos gross leak. Investigation found valve 3 not functioning properly and manifold assembly ipc tubing is pinched. Removed and replaced valve 3 (via pneumatic valve assembly) and ipc tubing. Performed hardware test and unit passed. Ambient pcba wire harness is damaged due to pinched wires. Ambient pcba wire harness will be removed and replaced during repair process. No other damage found.